Manufacturer narrative:
(B)(4). Relevant tests: (B)(6) 2014 (19:45): ck-mb=28.9 ng/ml, normal upper limit 5.0; (B)(6) 2014 (19:45): troponin I=1.43 ng/ml, upper reference limit 0.01; (B)(6) 2014: ck=486 u/l, normal upper limit 168; (B)(6) 2014: ck-mb=38.6 ng/ml, normal upper limit 5.0; (B)(6) 2014: troponin I=5.33 ng/ml, upper reference limit 0.01. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of angina, myocardial infarction and occlusion are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a stenting procedure with placement of a 3.0 x 18 mm xience xpedition stent in the proximal circumflex artery. During the procedure, a small side branch was occluded. Post procedure, the patient experienced angina and cardiac enzymes were elevated. The patient was noted to have a non-st elevation myocardial infarction (nstemi) secondary to the side branch occlusion. Medication was administered as treatment; however, no intervention was performed as treatment for the side branch occlusion. The patient condition resolved (B)(6) 2014. No additional information was provided.